Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3.2 and c5 cubie pocket was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 cubie pocket c5 was not detected on the bus. A field service engineer (fse) found that the half-height drawer 3.2 was not detected and verified the errors on the screen. The fse reseated the pyxis modular controller, the drawer control board, and the row board cables. After restarting the station, no errors were present. The drawer passed the hardware test application successfully. The system functioned as intended after the field service engineer repaired the device.